Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable - not an implantable device. Section d6b: if explanted, give date: not applicable - not an implantable device. Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a concept 1-step user experienced severe irritation in her eyes when wearing her contact lenses that had been left soaking in the disinfectant solution for more than six hours after use. The customer thought the solution could have not been neutralized. The customer visited an eye clinic and was prescribed eyedrops, but the irritation persisted and she had not been able to wear her contact lenses. It was unknown if the oxycup had cracked or not. No further details provided. This report is for the neutralizing tablets. A separate report is being filed for the disinfectant solution.